Event description:
It was reported that externalized conductors were observed via chest x-ray one year prior. No electrical anomalies were detected. Patient was asymptomatic. During change out for normal eri the patient elected to have the lead capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.